Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This one of two reports that are reporting the death of this patient, note report number 2649622000-2011-07673.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient's daughter in regards to the device that "it messed up on her" and patient died due to heart failure. Reported patient had been "doing good until the defibrillator messed" up on the patient. Verification of cause of death will be requested.